Manufacturer narrative:
Device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6) 2025. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was missing from the irrigation hub. Additionally, the shaft of the sheath and dilator were bent. Afterward, the dilator sample was introduced into the sheath, and the valve was found broken and dislodged inside. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve dislodged could be related to the hemostatic valve issue reported, the customer complaint was confirmed. The potential cause of the separation of the valve could be related to the manipulation of the device during the procedure or due to the dilator wrongly introduced; however, this could not be conclusively determined. The damage on the shaft of the sheath and dilator could be related to the procedure; however, this could not be established conclusively. The instructions for use (IFU) contain the following information: the instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿near the hemostatic valve was kinked and could not insert the dilator¿ issue. In addition, biosense webster inc. Analysis finding of the ¿shaft of the sheath was bent¿. -investigation findings: fracture problem (c070603)/ investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿near the hemostatic valve was kinked and could not insert the dilator¿ issue. In addition, biosense webster inc. Analysis finding of the ¿valve was found broken and dislodged inside.¿ -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the customer¿s reported ¿near the hemostatic valve was kinked and could not insert the dilator¿ issue. In addition, biosense webster inc. Analysis finding of the ¿dilator was bent.¿ manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo sheath for which biosense webster¿s product analysis lab (pal) identified a valve broken and dislodged inside. The event occurred pre-op. Near the hemostatic valve was kinked and could not insert the dilator. Timing was right after the package was opened. The issue was resolved by replacing the device with a new one. The procedure was completed without patient consequence. Additional information was received on 15-jun-2025. The section where the issue was observed was around the hemostatic valve. The issue was a kink. The hemostatic valve was not dislodged. The brim cap did not become detached from the sheath. The sheath was not being used on the patient. No needle was involved in the alleged event. During insertion, there was resistance. Additional information was received on 03-jul-2025. There was no damage on the sheath nor the dilator due to the obstructed sheath. The damage did not result in wires being exposed. The damage did not result in any lifted nor sharp rings. The device was not pre-shaped. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 16-jul-2025, observed the hemostatic valve was missing from the irrigation hub. Additionally, the shaft of the sheath and dilator were bent. Afterward, the dilator sample was introduced into the sheath, and the valve was found broken and dislodged inside. The event was originally considered non-reportable, however, bwi became aware of the valve broken and dislodged inside on 16-jul-2025 and have assessed this returned condition as reportable.